Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. In the previously submitted report section b5 was incomplete, correct section b5 is- the patient also alleged visualization of particles in tubing/chamber and having lightheadedness. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The manufacturer was unable to download device's event logs. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.